Event description:
The reporter indicated that a vns patient was experiencing pain over the generator site, and that prior to the event, the patient was in the process of lifting an excessive amount weight. Diagnostics were performed on the patient's ncp device and resulted in high impedance warning. X-rays of the patient's ncp device were reviewed by the manufacturer and revealed the presence of a gross lead discontinuity in the patient's chest region. Due to the severity of the patient's seizures without vns therapy, the treating physician opted leave the device programmed on and prescribed pain medication to compensate for the chest pain. Revision surgery occurred and the lead break was reportedly visualized by the explanting surgeon. The patient's chest pain has reportedly persisted post surgery, prompting the treating vns physician to decrease therapy settings. The patient's explanted ncp device was returned to the manufacturer, where it is currently awaiting analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred.